Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and that the customer was not receiving audible blood glucose (bg) alerts as intended. Customer's bg was 80-199 mg/dl. No further information was obtained as call was disconnected. Multiple follow up attempts were made to complete troubleshooting; however, customer did not respond.